Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer experienced vomiting and required assistance treating bg level with a bolus via the pump as they were unable to get out of bed and walk safely. The customer continued to use the pump for insulin therapy.